Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported a dye study and MRI were performed. The patient had an inflammatory mass at the catheter tip (t9). The patient experienced a return of pain and underdose symptoms. The catheter was partially replaced. A partial spinal segment was left in place due to the granuloma. The patient¿s status at the time of the report was alive and without injury. The medication infused was unknown.